Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing on january 19, 2026, the colonovideoscope tested positive for 285 colony forming units (cfus) of pseudomonas aeruginosa, cintrobacter freundii complex and achromobacter xylosoxidans. The device was retested on february 2, 2026, and it tested positive for 3 cfus of cintrobacter freundii complex and achromobacter xylosoxidans, as well as 9 cfus of streptococcus spp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where one deviation from instructions for use (IFU) was identified. It was reported, that the device are sterilized with h2o2. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with the IFU before repair, the results were not within the acceptance criteria but still could not confirm customer findings. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.